Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with two neurostimulators for post lumbar laminectomy syndrome, complex reg pain syndrome type I, and spinal pain. It was reported that right after implant the patient had an infection. One of the two implantable neurostimulator (ins)s was explanted due to the infection. This ins had been implanted for lumbar-based therapy. It was replaced with an ins from a different manufacturer. No further complications were reported. Additional information was received form the rep on 2018-08-09, reporting that apparently the patient was implanted in chicago some time ago. Again they stated shortly after being implanted the system was infected and explanted. They were re-implanted with another manufacturer's system. It was noted that the cervical scs device was unaffected. The rep clarified the ins serial number with the infection. It was indicated that once the ins was removed, the ins was not returned by the facility. The patient's weight was unknown at the time of the explant. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.